Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib endoleak was refuted, rather there was evidence of a type ib endoleak at the left common iliac artery. The type ib endoleak is most likely user related due to the off label left iliac anatomy of 31.8mm (IFU states iliac anatomy between 8-25mm). Additionally, the left common iliac anatomy limb landed in the aneurysmal iliac anatomy. The procedure related harms for this event could not be determined. The final patient status was reported being stable post the secondary endovascular procedure and will be monitored. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with the ovation ix abdominal aortic stent graft system. Approximately eight (8)-months post-op the patient presented on an unknown date for a routine follow-up. A type iiib endoleak was detected by angiogram. The physician elected to treat the patient; implanting an additional ovation ix limb. The final angiogram confirmed the endoleak was resolved. The patient will continue to be monitored. Subsequent to the initial report, clinical assessment refuted the reported type iiib endoleak; rather, there was evidence of a type ib endoleak at the left common iliac artery.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with the ovation ix abdominal aortic stent graft system. Approximately eight (8)-months post-op the patient presented on an unknown date for a routine follow-up. A type iiib endoleak was detected by angiogram. The physician elected to treat the patient; implanting an additional ovation ix limb. The final angiogram confirmed the endoleak was resolved. The patient will continue to be monitored.